Event description:
It was reported that during the erics procedure the balloon dilation catheter failed to inflate properly because contrast liquid leakage from the manometer during fluid insufflation. (Batch#bmgwat01, batch#bmgyfm44). Per follow up information received via ibc on 09sep2024, customer conformed, event during use and need to change percutaneous dilatation device.

Manufacturer narrative:
The reported event was confirmed use to the over-pressurization of the device which would cause the o-ring to deform leading to device leaking. No actions are required at this time since root cause was not identified. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "indications for use the x-force® nephrostomy balloon dilation catheter is recommended for use in the dilation of the nephrostomy tract and for placement of the working sheath. Contraindications do not use the x-force® nephrostomy balloon dilation catheter in the presence of conditions which create unacceptable risk during the dilation of the nephrostomy tract. Warnings: ¿ if resistance is felt when removing either the catheter or the guidewire from the working sheath, stop and consider removing them as a single unit to prevent damage to the product. Applying excessive force to the catheter can result in tip breakage or balloon separation. ¿ do not use air or any gaseous substances as a balloon inflation media, always use sterile liquid media. ¿ this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: ¿ only a physician who has an understanding of the clinical applications, technical principles and associated risks associated with balloon dilation of the nephrostomy tract should use this device. ¿ after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable laws and regulations. Potential complications the complications that may arise from a balloon dilation procedure include tissue trauma and perforation." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the erics procedure the balloon dilation catheter failed to inflate properly because contrast liquid leakage from the manometer during fluid insufflation. (Batch#bmgwat01), (batch#bmgyfm44). Per follow up information received via ibc on 09 sep 2024, customer conformed, event during use and need to change percutaneous dilatation device.

Event description:
It was reported that during the erics procedure the balloon dilation catheter failed to inflate properly because contrast liquid leakage from the manometer during fluid insufflation. (Batch#bmgwat01), (batch#bmgyfm44). Per follow up information received via ibc on 09sep2024, customer conformed, event during use and need to change percutaneous dilatation device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.